Event description:
The user is experiencing a skin breakdown over the left implant, which could not be resolved by surgical intervention. In (B)(6) 2020 there was extrusion of the device at the magnet site and the anterior portion of the implant. The device was explanted on the (B)(6). This report refers to 9710014-2020-00717. For further information please refer to this report.